Manufacturer narrative:
Details of the complaint: on 10/30/19, customer at (B)(6) medical ctr reported the cns (pu-681ra sn: (B)(6) ) alarmed tachycardia instead of v-tachycardia. Service requested/performed: information on why this occurred in order to educate nursing staff and/or correct the issue. Irc-nka300186440 was initiated for nkc investigation. Investigation result: a cross functional investigation determined that an advisory alarm was generated. An assessment of the heart rate found the patient's heart rate to be just at 150 bpm - thus the ventricular tachycardia rate of 150 bpm was not breached. The device noted the beats as "n" or normal based on the morphology of the qrs waveform preceding the event in question. In order for the device to recognize beats as "v" or ventricular, the qrs complex must have a morphology that differs from the intrinsic or learned beats seen by the device. Investigation conclusion: the root cause is determined to be user misunderstanding of requirements for arrhythmia alarm generation. Based on the information available, the cns was operating as designed. Review of tickets opened at western missouri medical ctr found no additional issue relating to arrhythmia alarms. No risk assessment is performed as the reported issue is not suspected to involve a non-conformance. The following fields are not applicable (na) to this report: d4 lot # & expiration date. Additional devices information: d11 & c2: the following devices were being used in conjunction with the cns: transmitter: model: zm-530pa. Serial: (B)(6) UDI #: (B)(4). Approximate age of device: 94 months. Device manufacturer date: 12/19/2011. Org: no model and serial number was provided. Org software version: 04-51. Analysis mode: single. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtach. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtach. No consequence or impact to the patient was reported. Per the nursing department, the device alarmed for tachycardia, but did not for v-tach, which was much more critical. Log files were received and sent to nihon kohden corporate for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: transmitter: model: zm-530pa, serial: (B)(4), UDI #: (B)(4), approximate age of device: 94 months, device manufacturer date: 12/19/2011. Org: no model and serial number was provided. Org software version: (B)(4). Analysis mode: single.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtach. No consequence or impact to the patient was reported.